Manufacturer narrative:
Act button did not respond due to flattened button dome switch. Unable to perform displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test and verify alert anomaly during priming due to unresponsive button. Insulin pump received with scratched display window, cracked display window corner, cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call that the down button was unresponsive. Customer's blood glucose was 287 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.